Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised inserts, bolts and bracket that attach to seat back frame to seat pan rails are broken. .